Manufacturer narrative:
This report is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Analysis: according to the information provided, the customer accidentally plugged the footswitch into the universal socket. After realizing their mistake, they tried to plug the universal plug into the universal socket, but it did no longer fit. During its inspection, the olympus confirmed the issue reported by the customer. Furthermore, the olympus found error message e460 (which it traced back to a defective generator board) as well as damage to the front panel. The fixing brackets of the front panel were damaged. This damage is not associated with the known front panel damage that can be caused by detergents. Cause: universal socket: olympus is aware that the footswitch plug fits into the universal socket. From a safety perspective, this is not a problem, because activation via this channel is not possible before the generator recognizes an instrument permitted by olympus. The universal plug has a ¿nose¿ and the universal socket has a ¿groove¿ so that the plug can only be plugged in in one position, and it cannot be rotated. However, the footswitch plug does not have a ¿nose¿, so it can be plugged in in any position, and it is therefore possible to twist the inside of the universal socket. This is probably what happened in this case. For this reason, it was no longer possible to connect the universal plug.

Event description:
The event occurred during set up before the procedure. Procedural information and event date are unknown there was no delay in the procedure as a result of the reported event. It was unknown which device was used to complete the procedure. Patient demographics were unknown. There appeared to be no bent pins or noticeable damage to the port.

Manufacturer narrative:
This report is being updated to provide additional event information reported by the customer. New information is reported in b5. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Physical evaluation of the complaint device reveals: there is damage to the front panel preventing the housing to be secured to the chassis. Confirmed the user's report "cannot plug in the universal cable" due to physical damage. Error 460 was noted due to faulty generator board. The technician replaced all the above listed parts to meet manufacturers specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It is reported a hf unit (esg-400) was inadvertently damaged when the foot pedal was plugged into the universal port. The user attempted to plug the universal cable into the proper port and found it could not be plugged in. There was no patient impact related to this occurrence.